Event description:
Information was received from a patient rep regarding an implantable neurostimulator (ins). The reason for call was patient reported that today, the stimulator started vibrating all the time and was messing with the heart monitor. Patient rep stated that "somebody did something to the thing" and they didn't know how to get rid of the vibration. Patient rep stated that they already tried turning the stimulation down, but it still kept vibrating and messing with the nerve. Agent asked patient rep if the patient has any recent falls or traumas, but patient rep didn't answer and only said that the patient has been in the hospital since last sunday, but it was not related to the device. Patient rep gave the phone to the nurse, who takes care of the patient, and said that they need someone to reset the stimulator because it was interfering the heart monitoring and it doesn't matter if they turn on or off the stimulator. The nurse said there was no doctor that they could take the patient to because the patient was hospitalized. Agent redirected the patient to the rep, but patient rep said they don't have the contact number of the rep. Agent offered the nas phone number, but t he nurse said patient rep already tried calling that number, but they got to patient services line instead. Agent sent a message to the field team for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.